Manufacturer narrative:
Approximate age of device: 3 years, 4 months. The replaced portion of the percutaneous lead was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
A portion of the percutaneous lead (lead) that was removed during the repair was returned for evaluation. Specific causes for the reported low flow and red heart alarms could not be determined through the evaluation of the returned lead. Approximately 9¿ of the external portion/distal end of the lead was returned. The reinforcing sleeve had previously been cut open, prior to return. Removal of the reinforcing sleeve to examine the bionate and shielding revealed multiple areas with shield breakdown. An electrical continuity test was performed on the 9" portion of lead and all wires were found to be electrically intact. No shorts or discontinuities were found during the electrical continuity testing. The shielding and bionate were removed, and examination of the underlying wires revealed no evidence of disruptions in the wire insulation or the underlying conductors. The lead was submerged in a saline bath for high potency testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the lead wires that would have resulted in an electrical short. The patient remains ongoing on vad support with no further related issues reported. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was in the hospital with frequent, persistent low flow/red heart alarms and pulsatility index events. There were no pump stops reported. The physician reports adequate hydration and blood pressure control. The patient is asymptomatic and does not require any inotropic or vasopressor medications, but was scared. There was obvious wearing of the driveline which reportedly was in need of a percutaneous lead repair. System controller log files reviewed by the manufacturer's technical services did not confirm any issues with the percutaneous lead function. The physician states that the patient's lactate dehydrogenase level is stable, a CT scan on (B)(6) 2015 was unremarkable, and a recent ramp study was fine. The patient is pulsatile, but has no overt signs of congestive heart failure. Per request of the physician, technical services performed a percutaneous lead distal end replacement on (B)(6) 2015.